Manufacturer narrative:
Correction: the reported event of a torn leaflet could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis; however, three photos were received from the field. Based solely on the aforementioned photographs, both leaflets appeared to have torn away from one stent post. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In 2015, a 23mm trifecta valve was implanted with CABG. On (B)(6) 2019, the patient presented pulmonary edema and heart failure. Echocardiogram revealed "torrential" peri-prosthetic aortic valve regurgitation. The patient underwent urgent redo avr and the 23mm trifecta valve was explanted. During explant, the valve was observed with the commissure detached from the valve strut. There was no evidence of infection. The 23mm trifecta valve was sent to pathology for tb detection where it was found negative. The patient past away 11 days post procedure ((B)(6) 2019) from intracerebral bleeding. Additional information has been requested.

Manufacturer narrative:
The reported event of a torn leaflet could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis; however, one photo was received from the field. Based solely on this photograph, both leaflets appeared to have torn away from one stent post. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In 2015, a 23mm trifecta valve was implanted with CABG. On (B)(6) 2019, the patient presented pulmonary edema and heart failure. Echocardiogram revealed "torrential" peri-prosthetic aortic valve regurgitation. The patient underwent urgent redo avr and the 23mm trifecta valve was explanted. During explant, the valve was observed with the commissure detached from the valve strut. There was no evidence of infection. The 23mm trifecta valve was sent to pathology for tb detection where it was found negative. The patient past away 11 days post procedure ((B)(6) 2019) from intracerebral bleeding. Additional information has been requested, but unavailable.